Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D4 UDI - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).